Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, there was a regular increase of purge flow up to 12ml/h, and in the later course the flow settled at 6.9ml/h. The device was explanted and replaced, and there was no harm to the patient.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Only the purge cassette (pc) was returned. No leaks were found with the pc, it was connected to a pump and operated within specification. Based on the data log analysis, the purge flow / purge pressure (pf/pp )remains within specification, around 600 mmhg, for the duration of the case. No returned product images of the cassette were saved. Only the log analysis. The cause of the issue was not determined since the issue was unable to be reproduced with the returned cassette and the pump was not returned. Corrections to the initial MFR report: g1 MDR reporting contact email. G1 MFR site name and address updated. H6 type of investigation code 10 , investigation conclusion code 4315 added.